Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) I bopt4310, (3i t3 tapered implant 4/3 x 10mm) for evaluation. A visual evaluation was performed, the implant had signs of use. The implants internal threads were damaged. An in-house screw wouldn¿t thread into the implant properly. DHR review was completed for the subject lot number 2021120883. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021120883 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged threads¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician damaged (e.g. Strips, deforms) internal mating features of implant. Therefore, based on the available information, a device malfunction did occur. The drive features internal threads were damaged. The reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the threads of the internal connection of the implant were damaged and implant was removed. It was impossible to fix 2 different crowns into the implant. Tooth site 46. Procedure not completed.